Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection of the subject device, it was found that the image of the subject device could not be displayed but white specks was displayed. There was no report of patient injury associated with this event. In addition, olympus (B)(4) customer service found that the ccd failed, the video cable was damaged, and the video connector socket had cracks.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to omsc for evaluation, omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus australia, there was the possibility that the image failure was attributed to the failure of the ccd due to the applying the excessive force by the user handling. If additional information becomes available, this report will be supplemented.